Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported three patient interfaces (pis) lost suction. Additional information has been requested. There are three related reports for this event. This report addresses one patient interface, and other manufacturer reports will be filed for the other two patient interfaces.

Manufacturer narrative:
After cleaning the patient interface functional testing of the patient interface with the system shows that the docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retied several times and with two orientations of the suction ring but no lack of suction or instable suction could be reproduced. The most possible root cause for debris is fall out of particles during transportation from customer to company as patient interface was not originally closed. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).